Event description:
It was reported that the pump¿s charging pad did not function, with no green charging indicator despite trying multiple outlets and power-cycling, while the pump battery remained fully charged; this was characterized as a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem associated with the charging pad, aligning with a charging problem of the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.